Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in tubing). This occurred during the third dwell cycle of peritoneal dialysis therapy. The patient stated that there was a loose connection between a supply line and a solution bag. The technical service representative advised the hp to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted.